Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated this unit and was unable to reproduce the reported issue. The fse reviewed the battery charging log. Battery one was cycling through a charge sequence about every 30 seconds. The fse then, checked battery one and two in power parameters and found battery one was slow to charge. He checked battery one in slot 2 and found the battery one was charging slowly in that slot as well. The fse then, replaced both batteries as battery two was approaching the expiration date. The fse performed all functional checks and electrical safety checks. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries were not holding charge. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.